Manufacturer narrative:
The field service engineer (fse) discovered air bubbles in the wash pump entering the wash valve. The fse replaced the wash valve stator and cleaned the precision valve. The fse primed the fluidics manifold and verified instrument performance; no further bubbles were observed. The fse replaced the reagent carousel peltier and right side fan to address the reagent carousel temperature issues. The fse verified the system's temperature and operation. All verification testing passed within the published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the wash valve stator. A definitive root cause is unknown. (B)(6). All related medwatch reports associated with this incident: 2122870-2014-00581, 2122870-2014-00582, 2122870-2014-00583.

Event description:
The customer reported erroneously elevated initial troponin I (access accutni) results, within the risk stratification or above the acute myocardial infarction (ami) limit, for six patients, involving the access 2 immunoassay system. This report is three of three referencing the three patients on the event date noted. Initial results of 0.78, 1.96 and 2.67 ng/ml were obtained respectively and released out of the laboratory. Subsequent testing of the patients' samples, on an alternate unicel dxc 600i synchron access clinical system, generated lower results of 0.01, 0.01, and 0.49 ng/ml, respectively. There was no report of patient consequence or change in patient treatment associated with this event. The patient's sample was collected in lithium heparin plasma tube and centrifuged between 2,800 to 3,000 rpm (rotations per minute) for ten minutes. The samples were one hour old prior to analysis. System parameters including quality control (qc), calibration, and system checks were performing within assay and instrument specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.